Manufacturer narrative:
The device was manufactured between august 20, 2018 - august 21, 2018. Two (2) actual samples were received for evaluation. Bags were sliced at the bottom left where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak from the spike port cap at the base of the spike port tubing of both samples. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva tpn bags leaked at the middle port. There was no patient involvement. No additional information is available.